Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the system was explanted and replaced due to infection. There is no known allegation from a health professional that suggests the infection was related to the device. No further information is available at this time.